Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. Explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 17.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to a vision goal change because the patient was unhappy with their vision. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 20.0. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection shows the returned complaint sample was cut into pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.